Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced loss of connection to the external coil due to potential rotation of the internal magnet.

Manufacturer narrative:
Per the clinic, the symptoms resolved, and the patient has resumed use of the device. No additional episodes were reported. Ths report is filed december 17, 2015. Implanted device remains.